Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the rep said scar tissue must be the cause. They were able to get it to work on a different program. The elective replacement indicator (eri) screen was seen and the rep said it needed to be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulation stopped working on (B)(6) 2020. The patient stated that at times they felt it working and other times they couldn't feel the stimulation. When the patient tried to increase the stimulation nothing would happen. It was confirmed that the lightning bolt was on and the numbers were increasing when they tried to increase the stimulation. There were no falls or traumas reported to be related to the issue. Additional information was received from the patient on april 3, 2020. It was reported that the patient didn't know what caused the stimulation to stop working. They were just walking in the yard and it started acting different. Their remote indicated it was working but they couldn't feel stimulation. The patient thinks the wire came out of the ins, so they were scheduled to meet with a manufacturer representative (rep) on (B)(6) 2020. They noted, that if the wire did come out of the ins, nothing can be done at this time due to covid-19. No further complications were reported or anticipated.